Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the caller with resetting the pump, which resolved the malfunction issue, and the customer was advised to continue using the pump and to report if any malfunctions reoccurred.